Event description:
Reporter used one patch overnight and wore it for about 8 hours. The following morning he noticed an uncomfortable feeling on his right hip. He ignored the pain during the day. In the evening after taking a bath, he noticed in the mirror a burned place on his right hip. Reporter went to his primary care doctor & doctor verified that he had a second degree burn on his hip and prescribed a topical salve for treatment. This burned place remained inflamed for several weeks. Due to the location of the burn he could not be active for about 3 weeks while the burn was healing.